Manufacturer narrative:
A ge service rep provided phone support for the customer. It was reported the service engineer would be available to the customer when and if needed. No add'l info has been disclosed.

Event description:
The customer reported that system displayed an interlock error code. This error will result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred. No report of pt injury.